Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to instability. The polyethylene bearing and locking bar were removed and replaced. Additionally, the patient was revised on (B)(6) 2013 due to instability. The polyethylene bearing and locking bar were removed and replaced. Finally, the patient was revised on (B)(6) 2013 due to instability. All components were removed and replaced with an oss system. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.' This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04222 / 04223 & 05500).

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013, due to a loose knee and a pmi tibial bearing was implanted at this time. Patient underwent a second revision on (B)(6) 2013 due to dislocation. A second pmi tibial bearing was implanted and later reported to dislocate. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04222 / 04223).